Manufacturer narrative:
The technician found the side rail slide bracket was bent. A search of the hill-rom maintenance records did show hill-rom performed preventative maintenance on this bed from 2006-2008 and 2010-2015. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side bracket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).